Manufacturer narrative:
Citation: zendjebil s, akodad m, iung b, et al. Coronary events after transcatheter aortic valve replacement: insights from the france tavi registry. Jacc cardiovasc interv. 2025;18(2):229-243. Doi: 10.1016/j.jcin.2024.09.005 earliest date of publication used for date of event and date of death. Medtronic transcatheter valve brands used in the study: corevalve (product code npt, PMA#: p130021), evolut r (product code npt, PMA#: p130021), and evolut pro (product code npt, PMA#: p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence and impact of coronary events after transcatheter aortic valve replacement (tavr). The study population consisted of 64,660 patients who underwent tavr with either a non-medtronic balloon-expandable valve (bev = 41,266) or a medtronic self-expanding valve (sev = 23,394). In the sev group, the authors observed deaths before discharge after tavr and observed additional deaths following a first coronary event after tavr discharge (defined as rehospitalization for stable angina or acute coronary syndrome). None of the deaths were recounted in detail. Other adverse events that occurred in the sev group: more than one valve implanted; aortic regurgitation (moderate to severe); coronary occlusion; acute coronary syndrome; coronary event necessitating coronary angiography, percutaneous coronary intervention, or coronary artery bypass grafting; valve embolization; annulus rupture; aortic dissection; tamponade; need for permanent pacemaker implant; urgent surgical aortic valve replacement; cardiac surgery; stroke; need for transfusion; endocarditis; acute kidney injury/kidney failure; and rehospitalization for heart failure.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence and impact of coronary events after transcatheter aortic valve replacement (tavr). The study population consisted of 64,660 patients who underwent tavr with either a non-medtronic balloon-expandable valve (bev = 41,266) or a medtronic self-expanding valve (sev = 23,394). In the sev group, the authors observed deaths before discharge after tavr and observed additional deaths following a first coronary event after tavr discharge (defined as rehospitalization for stable angina or acute coronary syndrome). None of the deaths were recounted in detail. Other adverse events that occurred in the sev group: more than one valve implanted; aortic regurgitation (moderate to severe); coronary occlusion; acute coronary syndrome; coronary event necessitating coronary angiography, percutaneous coronary intervention, or coronary artery bypass grafting; valve embolization; annulus rupture; aortic dissection; tamponade; need for permanent pacemaker implant; urgent surgical aortic valve replacement; cardiac surgery; stroke; need for transfusion; endocarditis; acute kidney injury/kidney failure; and rehospitalization for heart failure. Additional information received from the corresponding author stated that medtronic product did not cause or contribute to any of the adverse events (deaths and non-death outcomes) observed during the study. However, no evidence was provided to corroborate this statement.